Event description:
A large locking plate implanted in 2002 broke post-operatively 8 months later. Surgeon indicated that plate broke when pt was climbing bleachers and fell off. 2003 - returned questionnaire included the following info: pt with impending r distal femur fracture treated with curettage/cement and lateral locking plate in 2002. Wb at post-op but developed spiral femur fracture proximal to cement extending to proximal diaphysis in 3/02. This was treated with anterior plate fixation. The pt was nwb for 6 months, then partial wb for 6-8 weeks. Developed plate failure, underwent "resertion" of plate and distal femur in 2003.